Event description:
It was reported that after a percutaneous transluminal angioplasty of the superficial femoral artery, arteriotomy closure was attempted via an antegrade puncture of the common femoral artery using a perclose proglide device. Reportedly, at the start of the procedure, an incision was made at the sheath site and the tissue track was spread all the way down to the vessel. During suture retrieval, when the needle plunger was removed no suture was seen and there was no connection between the anterior needle and the needle plunger. It was believed that during deployment the angle of the device was 60-degrees instead of 45-degrees, as indicated in the instructions for use. The device was removed over a guide wire and a second proglide was attempted, but with the same results. There was no suture and the connecting suture between the closure device and the anterior needle, was broken. The device was removed over a guide wire and a starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experiences of when the needle plunger was removed no suture was seen and there was no connection between the anterior needle and the needle plunger were confirmed because a link break occurred, which exhibits the same observations to the operator. The link did not have a posterior cuff attached; only the anterior needle was attached. Examination of the posterior end of the link indicates that a link break occurred. A review of a dvd/cd received from the customer indicated there was no calcification or extreme tortuosity at the access site that could have contributed to the reported experience. The cause of the incident was related to the operational context at the time of device use. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. It was reported that during deployment reportedly the angle of the device was 60-degrees instead of 45-degrees. The instructions for use state under smc device placement continue to advance the device until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. The operator was aware of the deviation from the instructions for use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps. During deployment, reportedly the angle of the device was 60-degrees instead of 45-degrees. The instructions for use state under smc device placement continue to advance the device until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The other proglide device, is being filed under a separate medwatch manufacturer report number.